Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6)2013. During the procedure, the device made a loud grinding noise and would not drive the disposable. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 10/03/2013. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.